Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and the sensor interface board harness to breathing system were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was able to ventilate in manual mode. There was no report of patient injury.